Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity.

Event description:
It was reported that the device did not meet expected longevity. It was also reported that the right ventricular lead had high threshold. The device was explanted and replaced. The pace sense portion of the lead was replaced by an existing lead and the high voltage portion of the lead is still in use. No patient complications have been reported as a result of this event.